Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via the multi-function cable. Complainant indicated that the clinician unplugged and plugged the multi-function cable back in to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's multi-function cable was removed and returned. Zoll medical corporation evaluated the multi-function cable and the reported malfunction was not replicated or confirmed. The multi-function cable was stressed which included hi-pot testing without duplicating the customer's report. Based on the limited investigation, we could not duplicate the customer report. No trend is associated with reports of this type.